Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on the poc unit, an infusion of intralipid smof had increased from 2.6ml/hour to 2.8ml/hour on (B)(6) 2018 at 1700 per the physician's order. A new 100 ml bag was hung with new tubing at 2137 on (B)(6) 2018, and 27ml was used to prime the set. The device was programmed for 2.8ml/hour for 12 hours and 30 minutes, which makes a total volume to be infused of 35ml. At approximately 1000 the next day, the rn noted the 100 ml bag was empty. The nurse verified the device was set at the ordered rate of 2.8ml/hour, clamped the primary tubing and bifuse tubing, and shut the device off. It was also reported that the rn left the device on to show the settings to the charge nurse and others as part of follow up, but it was not connected to the patient at this time. Intralipids (38ml) were unaccounted for. The device was sequestered for evaluation. The customer reported the pump module for tpn and the pump module for intralipids correspond to what the rn reported from night shift and day shift. The intralipid infusion was started at the correct rate and didn't alarm, nor was the device's door opened during the night shift or into the morning. The customer also reported that these events correspond to the event log. There was unspecified medical intervention performed on the patient and/or patient harm. The customer later reported that at 1000 the patient's heart rate was 179, respirations were 35, o2 saturation was 98%, and blood pressure was 108/45 (68). The infant was noted to be fussy and have a red flushed appearance with blotchy redness on the chest and back. The soles of the patient's feet were very warm to the touch and red. The customer reported, "md notified attending and pi for smof study and research nurse." At 1100, the patient's "hr 196/88", temperature 37, o2 saturation 100. At 1200, heart rate was 212, respirations 41 and o2 saturation was 97%. The patient's flushed appearance was resolving, but tachycardia and tachypnea continued without respiratory distress. Labs were ordered and drawn through a central venous catheter (cvc). Triglycerides were noted to be 4444, when on (B)(6) 2018 the level had been 64 (drawn from cvc). Alt was 56, when on (B)(6) 2018, the level had been 41. The customer also reported, "platelets 296k; pt/ptt/fib wnl: vbg: 7.21/50/42 with bd 7.6. Tachycardia/tachypnea continues with stable o2 sats and no distress and flushed redness resolved by 1500." The customer later reported that the suspect pump module was not sequestered.

Manufacturer narrative:
Additional information provided: a.2 & a.3 pump module s/n 14881206 was received with the instrument seal intact. The only observed anomalies were dull iui connectors. Functional testing found the device operating within specification. The starting/ending volume of the fluid container cannot be determined through device logs.

Event description:
It was reported that on the poc unit, an infusion of intralipid smof was increased from 2.6ml/hour to 2.8ml/hour on (B)(6) 2018 at 1700 per the physician's order. A new 100 ml bag was hung with new tubing at 2137 on (B)(6) 2018, and 27ml was used to prime the set. The device was programmed for 2.8ml/hour for 12 hours and 30 minutes, which made a total volume to be infused of 35ml. At approximately 1000 the next day, the rn noted the 100 ml bag was empty. The nurse verified the device was set at the ordered rate of 2.8ml/hour, clamped the primary tubing and bifuse tubing, and shut the device off. Intralipids (38ml) were unaccounted for. The nurse left the device on to show the settings to the charge nurse and others as part of follow up, but it was not connected to the patient at that time. The device was sequestered for evaluation. The customer reported the pump module for tpn and the pump module for intralipids corresponded to what the rn reported from the night shift and day shift. The intralipid infusion was started at the correct rate and did not alarm, nor was the device's door opened during the night shift or into the morning. The customer also reported that these events corresponded to the event log. There was unspecified medical intervention performed on the patient and/or patient harm. The customer later reported that at 1000 the patient's heart rate was 179, respirations were 35, o2 saturation was 98%, and blood pressure was 108/45 (68). The infant was noted to be fussy and have a red flushed appearance with blotchy redness on the chest and back. The soles of the patient's feet were very warm to the touch and red. The customer reported, "md notified attending and pi for smof study and research nurse." At 1100, the patient's "hr 196/88", temperature 37, o2 saturation 100. At 1200, heart rate was 212, respirations 41 and o2 saturation was 97%. The patient's flushed appearance was resolving, but tachycardia and tachypnea continued without respiratory distress. Labs were ordered and drawn through a central venous catheter (cvc). Triglycerides were noted to be 4444, when on january 15, 2018 the level had been 64 (drawn from cvc). Alt was 56, when on january 15, 2018, the level had been 41. The customer also reported, "platelets 296k; pt/ptt/fib wnl: vbg: 7.21/50/42 with bd 7.6. Tachycardia/tachypnea continued with stable o2 sats and no distress and flushed redness resolved by 1500."

Manufacturer narrative:
Pump module s/n (B)(6) was received with the instrument seal intact. The only observed anomalies were dull iui connectors. Functional testing found the device operating within specification. The starting/ending volume of the fluid container cannot be determined through device logs.

Event description:
The customer reported that on the poc unit, an infusion of intralipid smof had increased from 2.6ml/hour to 2.8ml/hour on (B)(6) 2018 at 1700 per the physician's order. A new 100 ml bag was hung with new tubing at 2137 on (B)(6) 2018, and 27ml was used to prime the set. The device was programmed for 2.8ml/hour for 12 hours and 30 minutes, which makes a total volume to be infused of 35ml. At approximately 1000 the next day, the rn noted the 100 ml bag was empty. The nurse verified the device was set at the ordered rate of 2.8ml/hour, clamped the primary tubing and bifuse tubing, and shut the device off. It was also reported that the rn left the device on to show the settings to the charge nurse and others as part of follow up, but it was not connected to the patient at this time. Intralipids (38ml) were unaccounted for. The device was sequestered for evaluation. The customer reported the pump module for tpn and the pump module for intralipids correspond to what the rn reported from night shift and day shift. The intralipid infusion was started at the correct rate and didn't alarm, nor was the device's door opened during the night shift or into the morning. The customer also reported that these events correspond to the event log. There was unspecified medical intervention performed on the patient and/or patient harm. The customer later reported that at 1000 the patient's heart rate was 179, respirations were 35, o2 saturation was 98%, and blood pressure was 108/45 (68). The infant was noted to be fussy and have a red flushed appearance with blotchy redness on the chest and back. The soles of the patient's feet were very warm to the touch and red. The customer reported, "md notified attending and pi for smof study and research nurse." At 1100, the patient's "hr 196/88", temperature 37, o2 saturation 100. At 1200, heart rate was 212, respirations 41 and o2 saturation was 97%. The patient's flushed appearance was resolving, but tachycardia and tachypnea continued without respiratory distress. Labs were ordered and drawn through a central venous catheter (cvc). Triglycerides were noted to be 4444, when on (B)(6) 2018 the level had been 64 (drawn from cvc). Alt was 56, when on (B)(6) 2018, the level had been 41. The customer also reported, "platelets 296k; pt/ptt/fib wnl: vbg: 7.21/50/42 with bd 7.6. Tachycardia/tachypnea continues with stable o2 sats and no distress and flushed redness resolved by 1500." The customer later reported that the suspect pump module was not sequestered.

Manufacturer narrative:
The customer¿s report of missing volume (38ml unaccounted for) was not confirmed. Physical inspection of the concomitant pcu noted no damage or any anomalies. Analysis of the pcu event log shows pump module s/n (B)(4) was in use and infusing fat emulsion 20% (drugid (B)(4)) at a rate of 2.7ml/hr. At 5:36 am on 18 january 2018, the primary infusion completed and the device transitioned to kvo at the kvo rate of 2.7ml/hr. At 5:40 am, the user changed the vtbi to 30ml and started the infusion. At 1:19 pm, the user changed the vtbi to 20ml and started the infusion. At 4:48 pm, the user changed the rate to 2.8ml/hr and started the infusion. The user then changed the vtbi to 50ml and started the infusion. At 9:41 pm, the door was opened and the device alarmed for flo stop open for 2 seconds. The door was closed and the infusion was restarted at 9:44 pm. At 10:12 am on 19 january 2018, the user programmed a delay for 60 minutes and the device went into standby. At 11:12 am, the pcu alarmed for callback before infusion. At 11:13 am, the user programmed a delay for 120 minutes and the device remained in standby. At 12:44 pm, the user channeled the device off. The volume recorded as being infused during this period was 78.79ml. The root cause of the customer¿s report of missing volume (38ml unaccounted for) was not identified.

Event description:
The customer reported that on the poc unit, an infusion of intralipid smof had increased from 2.6ml/hour to 2.8ml/hour on january 1, 2018 at 1700 per the physician's order. A new 100 ml bag was hung with new tubing at 2137 on january 18, 2018, and 27ml was used to prime the set. The device was programmed for 2.8ml/hour for 12 hours and 30 minutes, which makes a total volume to be infused of 35ml. At approximately 1000 the next day, the rn noted the 100 ml bag was empty. The nurse verified the device was set at the ordered rate of 2.8ml/hour, clamped the primary tubing and bifuse tubing, and shut the device off. It was also reported that the rn left the device on to show the settings to the charge nurse and others as part of follow up, but it was not connected to the patient at this time. Intralipids (38ml) were unaccounted for. The device was sequestered for evaluation. The customer reported the pump module for tpn and the pump module for intralipids correspond to what the rn reported from night shift and day shift. The intralipid infusion was started at the correct rate and didn't alarm, nor was the device's door opened during the night shift or into the morning. The customer also reported that these events correspond to the event log. There was unspecified medical intervention performed on the patient and/or patient harm. The customer later reported that at 1000 the patient's heart rate was 179, respirations were 35, o2 saturation was 98%, and blood pressure was 108/45 (68). The infant was noted to be fussy and have a red flushed appearance with blotchy redness on the chest and back. The soles of the patient's feet were very warm to the touch and red. The customer reported, "md notified attending and pi for smof study and research nurse." At 1100, the patient's "hr 196/88", temperature 37, o2 saturation 100. At 1200, heart rate was 212, respirations 41 and o2 saturation was 97%. The patient's flushed appearance was resolving, but tachycardia and tachypnea continued without respiratory distress. Labs were ordered and drawn through a central venous catheter (cvc). Triglycerides were noted to be 4444, when on january 15, 2018 the level had been 64 (drawn from cvc). Alt was 56, when on january 15, 2018, the level had been 41. The customer also reported, "platelets 296k; pt/ptt/fib wnl: vbg: 7.21/50/42 with bd 7.6. Tachycardia/tachypnea continues with stable o2 sats and no distress and flushed redness resolved by 1500." The customer later reported that the suspect pump module was not sequestered.